Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the patient had twiddler's syndrome and swelling was noted around the device. The right ventricular pacing lead did not capture, and the system was extracted due to pocket erosion. The system was replaced a few days later. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had twiddler's syndrome and swelling was noted around the device. The right ventricular pacing lead did not capture, and the system was extracted due to pocket erosion. The system was replaced a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58 implantable pacing lead, (B)(6) 1993; 5524m-53 implantable pacing lead, (B)(6) 1993; 6945-58 implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.